Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: unknown taper lock size 7.5 mm standard femur; unknown 50 mm cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient is being considered for a right hip revision approximately sixteen years post implantation due to elevated metal ion levels, metallosis and wear of the articular bearing and pain. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.